Event description:
It was reported the gastrointestinal videoscope had scope error code e315. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 error occurs , nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, probable cause of incompatible scope (e315) due to cause could be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.